Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) visited the site and found that unit display is flickering and not working properly, checked and reset the video receiver board and cables can't connection and now it is working properly, but there is intermediate problem so we suspect a video receiver board and video received cable, both needs to be replaced. Distributor has just confirmed that customer is not willing to purchase parts in this case due to as per customer problem is not repeated, so if new information and/or device were available, the file would be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) display is not working properly. There was no patient involvement.